Event description:
The physician and staff were setting up an angio jet and as we were flushing the catheter outside the body, the saline flush alarm kept going off. We did some troubleshooting with the rep and doctor. The catheter was removed from table and new catheter was inserted. There was no problem detected with new catheter and no alarms went off. This occurred outside the patient body and there was no harm to the patient.